Event description:
It was reported that the patient underwent an anterior neural decompression at c4-5, c5-6, c6-7; an anterior diskectomy and fusion at c4-5, c5-6, c6-7; and an anterior cage fixation at c4-5, c5-6, c6-7; and an anterior plate fixation at c4-5, c5-6, c6-7 fusion using rhbmp-2/acs. Reportedly, sometime post-operatively, imaging studies showed that patient had developed uncontrolled bone growth and nerve compression at or near where the rhbmp-2/acs was implanted. The patient experienced pain and radiculitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: anterior neural decompression, c4-5, c5-6, c6-7; anterior discectomy and fusion, c4-5, c5-6, c6-7; anterior cage fixation, c4-5, c5-6, c6-7; anterior plate fixation, c4-5, c5-6, c6-7; intra-op biplane fluoroscopy documentation; for pre-op diagnosis of: nucleus pulposus, mild stenosis, degenerative disc and joint disease, c4-5, c5-6, c6-7. Per-op notes: ".. The intradiscal implants were inserted made of peek material filled with cancellous, autologous bone and bmp. These were placed in intradiscal space at c4-5, c5-6, c6-7. No complications were reported.."

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.